Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on 08/25/2017. On investigation, the pump powered on with a dim/faded/discolored display screen. Investigation confirmed the complaint.